Manufacturer narrative:
Date sent to the FDA: 06/08/2021. Additional h6 component code: g07002 ¿ conforming device. A manufacturing record evaluation was performed for the finished device batch qbbldj, sxpp1b40607 and no non-conformances were identified. Additional h3 summary: the product was not returned for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that an used, damaged suture (split) could be observed. The picture is not clear to determine the assignable cause. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. No conclusion could be reached as to what caused the reported complaint since the actual sample was not returned for analysis. Visual inspection of seven unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed, and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events reported via 2210968-2021-04391 and 2210968-2021-04390.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? Unknown ¿ please clarify, how many sutures presented the issue during this single procedure? 2 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name, irgacare active ingredient(s), triclosan dosage form, suture/solid/parenteral strength, 2360 g/m note: events reported in mwr (B)(4) and mwr (B)(4)..

Event description:
It was reported that a patient underwent a lap hysterectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, while closing the vaginal cuff the surgeon noticed that the 2 sutures was torn and damaged. Another like device was used to complete the procedure no adverse patient consequences were reported. Additional information was requested.